Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - unknown date in 1999, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Surgeon didn't approve for return.

Event description:
A patient underwent right total knee arthroplasty and approximately 17 years post-implantation was revised due to wear and pain. The tibial bearing, patella button, and locking bar were removed and replaced.